Event description:
It was reported that during the implant procedure a patient currently enrolled in the adapt response clinical study suffered a pericardial effusion during a difficult left ventricular (lv) lead placement which dislodged the already placed right ventricular (rv) lead. Upon removal of the rv lead to reimplant, the physician noticed the inner wire was exposed through the insulation. The lead may have been cut while trying to cannulate the coronary sinus. Both the lv lead and rv lead were removed and new leads were placed without incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the interior rv (right ventricular) defibrillation cable was pulled/stretched. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.